Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device exchange procedure, the physician noted an insulation anomaly. Upon investigation, the material was attached to the lead body at the connector pin and the at the suture sleeve but was free otherwise. The patient was asymptomatic and all electrical measurements were within normal range. The physician elected to leave the lead implanted and installed. The patient was in stable condition throughout the procedure.